Event description:
The customer called to report that the display has gone blank at least three times in the past 24 hours. The reported blood glucose reading was 300 mg/dl. Troubleshooting was performed and the problem continued. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics.